Event description:
It was reported that a malfunction occurred with the customer's device, displaying malfunction code 12. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and contact technical support if the issue reappeared, which the customer acknowledged and understood.